Event description:
Went to obgyn for novasure ablation for heavy periods. Doctor burned a hole through my uterus and burned my bladder. I had to have a hysterectomy to repair the damage. FDA safety report ID # (B)(4).